Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads ; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6) and batch: a000111809. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient's system was unable to enter MRI mode and that the patient experienced ipg site pain. Troubleshooting revealed high impedances on a lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg and one lead was explanted and replaced to address the issue. The investigation was unable to determine the lead that associated with the issue.